Manufacturer narrative:
Follow-up #1: date of submission 8/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/31/2015 with the following findings: unable to investigate complaint; pump powers up to blank screen. Visible moisture observed behind the display lens. Returned battery cap used to perform investigation. Not all testing steps could be performed during this investigation due to internal moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. See (refer to #2531779-2015-24634 for moisture complaint).

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: reporter states patient has been having low blood glucose (bg) since (B)(6) 2013. Patient had the same thing last year at (B)(6) but was she wasn't eating as much last year. Patient had a low bg of about 50 mg/dl prior to bedtime on (B)(6) 2013, which was treated with honey 4xtimes before bg responded. No symptoms of illness or pain. Bg of 45 mg/dl no symptoms at 214 am, while sleeping, was treated with 4tsp of honey and when rechecked at 3am the bg was 111 mg/dl. Bg on awaking was 57am mg/dl treated by eating breakfast and bg resolved. Reporter has spoken to health care provider (hcp) who suggested changes, but reporter chose not to implement the suggested changes and is adjusting the basal rate on his own. Patient has a cold but has had no change in weight or unusual activity. Cs advised reporter that since patient has significant lows that puts her at risk for more hypoglycemia; instructed reporter to work with hcp to adjust basal rates. Pump is currently running -50% temp basal. Cs also instructed reporter to look at site to be sure not in muscle and if continues to call hcp. There is no allegation of pump malfunction. This complaint is being reported as a patient on pump therapy experienced hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.